Event description:
It was reported that the patient had developed a bad infection of both feet. Lapidus plates were removed (B)(6) 2011 due to possibly allergic reaction to metal. Patient had both feet done (bunions) at the same time. The bones fully fused together fine. The wound would not close up over the plate at incision site. Surgeon flushed the wound, used a skin graft and treated patient with antibiotics.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A likely cause for the event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. Also, the device history record revealed nothing relevant to this event. No issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this infection is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.